Manufacturer narrative:
Citation: siontis gc et al. Predictors of permanent pacemaker implantation in patients with severe aortic stenosis undergoing tavr: a meta-analysis. J am coll cardiol. 2014 jul 15;64(2):129-40. Doi: 10.1016/j.jacc.2014.04.033. Epub 2014 jul 7. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding summary effect estimates for clinically useful predictors of permanent pacemaker implantation after transcatheter aortic valve replacement. All data were collected from a computerized search of the pubmed and embase databases. The systemic review identified 41 studies published between 2009 and 2013 with a study population of 11,210 patients (predominantly female; mean age 81.5 years), 4,931 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: 1,917 permanent pacemaker implantations, complete atrioventricular block, and intraprocedural atrioventricular block. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.